Event description:
A customer reported that their pump was not detecting the cartridge, classified under a cartridge change error, with no detailed blood glucose values provided. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and the complaint was subsequently closed without further corrective action or replacement.